Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro stayed activated and would not turn off. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. Product was discarded.

Manufacturer narrative:
The incident was reported as failure to power off. Additional information is being requested to close this investigation. We will continue to pursue additional information and a supplemental report will be submitted if additional information becomes available. Internal file number - (B)(4).